Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿upper respiratory infection¿ is not available. D6b. If explanted, give date; corrected data; initial report listed incorrect data.

Event description:
Additional information was received noting that the patient's family was concerned about low-grade fevers and redness around the wound with mild breakdown and granulation of the tissue. It was noted that the patient went to the emergency room without signs of a fever, sepsis or toxic shock syndrome but had elevated white count, erythrocyte sedimentation rate, and c-reactive protein test which prompted the wound exploration. During the wound exploration a cloudy infected stromatous collection was found within the wound which led to the explant of the device. It was noted that after explant, the patient experienced dehydration, and upper respiratory infection which was treated and since resolved. Patient is reportedly back to baseline with antibiotic treatment. No other relevant information has been received to date.

Event description:
It was reported that the patient's father noticed puffiness at the left chest. Patient then had their device explanted and their wound washed out with antibiotics. Device history records were reviewed for the device. The device passed all functional specifications and quality tests and was hp sterilized prior to distribution. Device evaluation is not necessary because it will add no value to the investigation no other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿edema¿ is not available. H3. Device evaluated by MFR? Code 81; device evaluation in not necessary because it will add no value to the investigation. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.